Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scope detection not working was confirmed. The device evaluation found the device was not working with the 180 scopes series due to a faulty patient board set. In addition, the technician also discovered worn out video connector latch causing poor connection with pigtails, and it was recommended that software version 3.01 be upgraded to software version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the scope detection for the evis exera iii video system center did not work with the 180 scopes or the maj-1430 video scope cable. The scope detection only worked with the 190 scopes. The issue was found during an unspecified diagnostic procedure. The procedure was aborted and the patient was rescheduled for another day. There were no reports of patient harm.

Event description:
The following additional event details were provided: the reported issue occurred during an endoscopic ultrasound (eus) with biopsy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. Therefore, the probable cause is unknown. This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.